Event description:
Further evaluation of difficulty reported by hosp was conducted. It was observed, while conducting an on-site investigation of problem, that air-in-line was noted in graseby admin sets originating at upper y-site. It was noted that hosp uses the abbott lifeshield needle to access admin line upper y-site for admin of secondary bag medication. Close examination of these sets with abbott lifeshield needles inserted indicated that air was passing through septum of y-site due to lifeshield needle canting in y-site septum and causing separation in septum material. Design of lifeshield needle is such that when needle is inserted into y-site septum fully, and needle set into place by capture mechanism (as designed), needle is pushed to one side at an angle to septum rather than at 90 degrees (perpendicular) to the septum. This needle angle causes torque on septum material/needle cannula interface and if torque is excessive, can separate septum material enough to cause air to penetrate septum. 8c4220 admin set upper y-site was not designed to be compatible with abbott lifeshield needle.1 graseby y-site is designed to allow a straight needle to be inserted into the septum without excessive lateral force applied to needle causing canting of needle after insertion. Air does not pass to pt due to pump's air capturing/eliminating features. It was also noted, during on-site investigation, a number of 3m model 3000 infusion pump histories logged a number of air alarms. Co believes that due to air-in-line caused by combination of abbott lifeshield needle and graseby y-site, clinicians were removing air-in-line by opening and closing pump's door excessively. Co belives that this action caused the difficulty reported by hosp. Co believes difficulty with 8c4220 admin set experienced by hosp is due to excessive air-in-line caused by incompatibility of abbott lifeshield needle with graseby y-site.